Event description:
Customer reported that the pump displayed a reset screen unexpectedly. Blood glucose level was high due to the issue, though the specific value was unknown. Customer took corrective action by administering a correction bolus via the pump. Customer did not require assistance from a third party and had not previously reported this issue with the same pump serial number. Technical support decided to replace the pump, ensuring customer received a new pump with updated software. Customer acknowledged the instructions for receiving the replacement and returning the problematic pump within ten days using provided shipping materials.